Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The family member was unsure on what happened due to customer being away in college. A few hours later, the customer called back to troubleshoot. It was indicated that prior to both events, the customer had changed out the set at night and went to bed. Additionally, the customer has been having problems with bent cannulas. The customer was educated on the two hbg rule and was suggested to try a different type of set. Troubleshooting was done and the pump passed the testing.